Manufacturer narrative:
Blocks b5 and h6 (impact code) have been updated with the additional information received on november 23,2025 and december 04, 2025.

Event description:
It was reported to boston scientific corporation that a wallflex stent was to be implanted to treat cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During procedure, it was reported that the stent is not fully deployed. When the stent was removed from the patient it was partially deployed. The procedure was not completed. There were no patient complications reported as a result of the event. Additional information received on november 23,2025 and december 04, 2025. It was reported that the physician completed the procedure on the same day the device was implanted using another of the same device.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/rescheduled procedure.

Event description:
It was reported to boston scientific that wallflex stent was to be implanted to treat a malignancy during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. Reportedly, the patient has a torturous anatomy. During procedure, it was reported that the stent is not fully deployed. When the stent was removed from the patient, it was partially deployed. The procedure was not completed. There were no patient complications reported as a result of the event.